Event description:
Related manufacturer reference number: 2017865-2022-38295. It was reported that the patient received inappropriate therapy. There was episodes of oversensing on the device due to noise and poor far field signals which triggered the inappropriate therapy. Provocative testing was performed and the lead noise was not reproduced. The physician suspects external interference. Technical support was contacted and provided possible programming suggestions. No further intervention was performed. The patient was stable and will continue to be monitored.